Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an umbilical hernia procedure, one clip was released normally, and then several subsequent clips came out of the side of the instrument. After this, a functioning clip could be placed again, but now the instrument could not be opened. It was difficult to separate it from the tissue. An additional device was opened and the procedure ended with no influence on surgery and no influence on patient safety (no patient consequence)..

Manufacturer narrative:
(B)(4). Date sent: 3/12/2021. D4: batch # u94g2c. H6; component code: mechanical (g04). Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and visual analysis of the returned sample determined that the el5ml device was received with the jaws in the closed position. Upon cycling, the instrument was noted to be empty, however, the lockout mechanism was non-functional. No functional test was performed due to the condition of the device. Upon disassembling the device, the ratchet pawl was found damaged causing the lockout feature. The condition of ratchet pawl could have been caused the condition reported. No conclusion could be reached as to what may have caused ratchet pawl was found to be damaged. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument.". As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.